Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4); model/catalog description:  coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing anxiety due to the spinal cord stimulator (scs) system. The patient underwent an explant procedure

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing anxiety due to the spinal cord stimulator (scs) system. The patient underwent an explant procedure.